Event description:
Additional information received indicated that the spectra penile prosthesis was removed due to erosion and pain. No additional patient complications were reported in relation to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient "presented with pain and opening of the wound" with an implanted spectra penile prosthesis. No additional patient complications were reported in relation to this event.